Manufacturer narrative:
Investigation is ongoing.

Event description:
During sheath insertion by subclavian approach, the 14fr esheath got stuck at a bend of the artery. The physician tried to force the sheath forward without success, the sheath was removed and a split on the opposite side of the seam was noted. It appeared that the sheath had split when inserting the sheath past a bend of the artery. A new sheath was inserted, and the same issue occurred, the sheath was forced forward and was successfully inserted. Upon removal of the sheath there was a small artery dissection noted. Treatment for the small dissection was not required. The sheath is being returned. At the beginning of the procedure (before the tavr) the physician had surgically attached a graft onto the subclavian artery, and a stenosis was noted, and it seemed that the stenosis occurred due to how the surgeon had sewn on the graft. It appeared that at the graft anastomosis there was a surgically caused stenosis.

Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation. Photos of the device and 3mensio report were provided. The photos did not include images of the subclavian artery. Therefore, does not contain information relevant to determining a root cause for this complaint. The lot number was not provided, the described processes are representative of those that the complaint device underwent during the manufacturing process. During the manufacturing process, the esheath is 100% visually inspected and tested several times. The sheath shaft components and esheath final assemblies are 100% inspected, among other things, for the following: delamination, seam separation, wrinkles, kinks, bends, or mechanical damage on shaft, circumferential oriented surface defects, protruding or missing material, dents, cuts, witness lines with exposed ptfe liner, stress lines in the liner, cross linking of hdpe (blue) across liner (clear), remnant lines (white lines), holes, tears, or wrinkles along the working length of the strain relief, presence of the c-maker band and visual inspection of the tip for flash and excess material, as well as for the presence of proper scoring on the od and ID. In addition, 100% visual inspection of the tip under minimum 10x magnification was also performed, including inspections for: serrated transition, holes, or rough surface or tears. Additionally, during product verification the sheath is tested and inspected on sample devices from each lot during product verification (pv) testing. The samples were inspected for expansion force testing and visual inspection of the sheath for abnormalities both before and after insertion force testing. The inspections described above support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for ¿sheath distal tip ¿ split¿ and ¿sheath shaft ¿ kinked, bent¿ were confirmed based on pictures provided by the site. Due to the unavailability of the sheath, engineering was unable to perform any visual, functional or dimensional analysis. As a result, a manufacturing non-conformance was unable to be identified. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the reported events. Based on review of the complaint history, there is no evidence to confirm a manufacturing non-conformance contributed to the complaints. It was reported that ¿the 14f esheath got stuck at the bend of the artery¿, ¿it appeared that the sheath had split when inserting the sheath past the bend of the artery¿, and ¿the physician tried to force the sheath forward without success¿. As such, the split on the sheath distal tip most likely occurred during use. Per instructions for use (IFU), instructs users to ¿use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set.¿ inserting a sheath into a calcified and/or tortuous vessel could cause damage to the sheath distal tip. Additionally, excessive force may have been used in an attempt to push the sheath through the bend of the artery resulting in kinking or bending of the sheath shaft. In this case, the patient (calcification, tortuosity) and procedural factors (excessive force used) may have contributed to the reported events. However, a definite root cause is unable to be determined. The complaint was confirmed. No manufacturing non-conformances were identified during evaluation. No labeling or IFU inadequacies have been identified and review of the complaint history revealed that the occurrence rates do not exceed the (B)(6) 2018 control limits for the failure mode. Therefore, no corrective or preventative action is required.